Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches upon wakening. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 03/27/2025: the device "dreamstation auto CPAP" was returned to the third party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and foam particles were not observed inside the assembly. In addition, there were secondary complaints found. Additionally, based on error 176, the pca board must be replaced and tested. The device's event log was reviewed by the service center and error code found. The customer complaint was not confirmed and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In this report, box d, h has been updated/ corrected.